Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with two sensors. The sensor had a bent cannula. He went to the emergency room on (B)(6) 2016 with a blood glucose level of 615 mg/dl. His blood glucose level went up to 700 mg/dl. The customer was unaware of his surroundings, was shaking, and had spasms. He treated his blood glucose level with a manual injection and the insulin pump. The customer remained on the insulin pump while he was in the hospital and he was hooked up to an IV for fluids. The sensor did not alert him of his high blood glucose level. The insulin pump alarmed no delivery. The device was not returned.